Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during an intramuscular injection using the listed device, the needle detached from the plastic base and remained temporarily stuck in the patient's thigh. No needle stick occurred. No adverse health outcome resulted.